Event description:
D10w started and programmed to infuse at a rate of 5ml/hr and volume to be infused set at 5ml. Within an hour of starting the infusion, rn noted the entire bag of d10w of 250mls was empty. Pump turned off. Bedside glucose read "high"-serum was sent. Two rn's went over settings and attempted different programming to see if a bolus of 250ml/hr could have been possible. All neonatal settings were appropriate. Unable to program pump to infuse 250ml in an hour. Tubing intact. No leaks noted around bedside or infant. Pump taken down. Infant behaving appropriately, alert, sucking on pacifier vs. Stable. Baby's sugar levels unstable, baby transferred to higher level of care.